Event description:
The patient came to the CT exam room for a CT study of her chest with IV contrast. I made 2 attempts to start an IV. The first in her left hand with a 20ga. Needle, this IV infiltrated with the saline flush. Another attempt was made in her left wrist, using a 22ga. Needle, this IV also infiltrated with the saline flush. The third IV was started using a 20ga needle in her left anticubital medial vein. The CT procedure was then started with the contrast administered at 2.5ml per second. While the contrast was being administered I monitored the IV site for any infiltration and questioned the patient as to pain, pressure or burning at the IV site. She said that she did not have any pain, pressure or burning. After 40ml of contrast was administered I noticed the lateral side of her elbow was hard, swelling was not apparent nor was any discoloration. I stopped the IV and removed the needle. I then applied a hot pack, with a towel barrier to the site. I explained to the patient what had happened and instructed her to take the hot pack home with her and place it on the site to speed the healing process. I explained to her that the hot pack could be heated in the micro wave oven, but not to use it if it was too hot and to use the cloth barrier to protect her skin from the heat. The CT exam continued after I had dr start the IV. He started an IV in the right hand, but this infitrated with the saline flush. He then started the final IV in her right anterior wrist area using a 22ga needle. I was successful in completing the procedure by lowering the injection rate to 1.5ml per second. The remainder of contrast (100ml) was administered. I explained the infiltrated site again and placed the hot pack on the area with an elastic bandage. I again instructed the patient on how to care for the infiltrated area on her left arm. Suggestion for resolution: I do not think that anything could have been done any differently to prevent this from occurring. Customer reports via phone that vascular access is via the following method; b-d insyte autoguard, connected to a baxter interlink, connected to a lever lok cannula, connected to coiled tubing connected to the injector syringe.